Event description:
A medtronic representative received a report from a site physician, alleging that after registration, while in an ear, nose & throat (ent) procedure on (B)(6) 2015, the patient and instrument trackers fell into red visibility status. The navigation system was re-booted, however, this did not resolve the issue. No further details were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unobtainable per the site. In a functional endoscopic sinus surgery (fess) procedure today, (B)(6) 2015, axiem navigated surgery went well, everything worked as intended. The medtronic representative instructed the surgeon to open the emitter details and report them to determine what the issue was. A medtronic representative performed a navigation system check-out, all areas passed. Axiem chain was checked. Internal connectors and external cables were checked. System performed as intended. Patient log files were downloaded from the navigation system for software analysis. Reported issue could not be replicated. Software analysis was unable to determine probable cause with the information provided. Reported behavior could not be duplicated.